Manufacturer narrative:
This supplemental report is being submitted to additional information. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, as a result of connecting the subject device with ch-s200-xz-ea (serial number (B)(6)) owned by user facility, which was connected to the subject device while the reported phenomenon had occurred, the phenomenon was duplicated. As a result of connecting the subject device with ch-s200-xz-ea owned by omsc, the phenomenon was not duplicated. As a result of connecting the otv-s300 owned by omsc with ch-s200-xz-ea (serial number (B)(6)) owned by user facility, the phenomenon was duplicated. From the above, the reported phenomenon was caused by the ch-s200-xz-ea owned by the user facility. The subject device had no problem.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation, however the evaluation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image disappeared with displaying the scope communication error e226. The user facility completed the procedure using a similar device. Other detailed information was not provided. There was no report of patient injury associated with the event.